Manufacturer narrative:
Date of event and therapy: estimated date. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device was used relative to endovascular aneurysm repair (evar) procedure in the common femoral artery via a 7 or 8 french sheath. Reportedly, the device did not perform as intended. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device did not perform as intended¿ was confirmed as a needle to cuff miss. The patient effect of vascular injury (tissue damage) is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect is a potential adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date of procedure d4: lot number, expiration date. H4: manufacture date.

Event description:
Returned device analysis identified biological matter in the foot of the device.